Manufacturer narrative:
The investigation of optical signal issue has been completed. The console logs from the reported day of event are consistent with complaint. The real time log data shows that placement signal was pulsatile (despite invalid optical signal) however, its pulsatility came from the electrical pressure sensor, and overall placement signal was inaccurate. Characteristics of optical data - low signal not reliable (snr), low contrast, lamp at 100%, maxed-out gain of 2.6 - are consistent with an air gap. Console ic4779 was tested and initial measurements of ¿5s¿ parameters using a fiber-coupled test cavity showed parameters within specification. When using a pump (attached via pump connector), the parameters - in particular snr ¿ did not meet specification. Inspection of the optical pump connector revealed a piece of debris (presumably a broken piece of pump plug) lodged in the blue receptacle, preventing pump plug from being inserted fully, therefore creating a large air gap. When the piece of debris was removed, optical ¿5s¿ parameters were measured to be within specification (using a pump). The cause of the issue was a defective blue receptacle. D4 model number was erroneously entered on the initial manufacturer device report number 1220648-2025-27812.

Manufacturer narrative:
The automated impella controller was returned for investigation. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient implanted with an impella rp flex support was transferred from one hospital to a second hospital. At the second hospital a new aic was started, and it alarmed that the placement signal was not reliable. Hemodynamics were assessed and positioning was assessed. After repositioning the rp flex, the alarm remained. The impella rp flex was switched to a new console and placement signal resolved.